Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted due to an unspecified product performance issue. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that noise was noted on the lead, resulting in the surgical abandonment. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--